Manufacturer narrative:
Account replaced the head cylinder to repair this bed.

Event description:
Account alleged that the bed says that the head section is locked out on the gui, but the control keys are not locked, and it will allow them to raise the head up to 20 degrees. Account alleged, the head cylinder was leaking.